Event description:
It was reported that this pacemaker device exhibited behavior consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, and confirmed device power consumption is depleting abnormally. Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was obtained indicating that this pacemaker device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted pacemaker device is expected to be returned for analysis.

Manufacturer narrative:
At this time this device has not been returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited behavior consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, and confirmed device power consumption is depleting abnormally. Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was obtained indicating that this pacemaker device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited behavior consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed device data, and confirmed device power consumption is depleting abnormally. Ts provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.